Manufacturer narrative:
An event regarding revision for unspecified reasons involving an unknown patella was reported. The event was not confirmed. Method & results: device evaluation and results: the patella was returned for evaluation. Bone cement and explantation damage is visible on the insert. The returned components were reviewed by a material analysis engineer who indicated: damage consistent with articulation against the femoral component was observed on the articulating surface of the patella. Damage consistent with the explantation process was observed on the anterior portion of the insert, bone cement was also observed. No identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: the patella was returned for evaluation. Bone cement and explantation damage is visible on the insert. The returned components were reviewed by a material analysis engineer who indicated: damage consistent with articulation against the femoral component was observed on the articulating surface of the patella. Damage consistent with the explantation process was observed on the anterior portion of the insert, bone cement was also observed. No identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The event cannot be confirmed based on the information provided. Further information such as the reason for the revision surgery, product identification,pre- and post- operative x-rays, operative reports as patient history and follow-up notes are required to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
I was told this was a poly exchange, quad tendon repair, third revision and reimplant of a patella.